Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (283 mg/dl). Reportedly, the customer had adjusted the pump correction factor due to a breast cancer surgery, and the correction factor needed to be adjusted back. Tandem technical support guided the customer through adjusting the pump correction factor. Customer delivered a correction bolus to bring bg levels back to target range.